Event description:
'Tsv' received telemetry strip showing intrinsic rate of 37. Biotronik sales rep, had completed follow up and reports the device as pacing appropriately and sensing, thresholds, impedances as within normal values. Biotronik sales rep, returned 'tsv' call after performing suggested procedures. The phenomenon was not recreated. The additional history included a lead revision 1 year ago (medtronic) and replacement of lead with a medtronic lead. The md decided to explant entire system due to inability to reproduce failure to output. 'Tsv' suggested provocative movements to reproduce event. Careful history taken of pt regarding recent cardioversion, cautery, or event that would damage the pacemaker circuitry. Device is not currently exhibiting backup mode behavior.